Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during heparin infusion. The bag of heparin was showing signs of decreasing over next few hours. However, when checked later the bag was full when it should have been half empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.